Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted. Physician tried to implant a new lead and was not able to be placed due to patient's anatomy. Patient was referred to a neurosurgeon.